Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent olif surgery at l2-4 levels for treating degenerative scoliosis. Post-op, back out of the cage was found. The patient underwent initial surgery on (B)(6) 2015 and then the second stage surgery on (B)(6) 2015. The product came in contact with the patient. No patient complications were reported. Dr comment: no postoperative complication was confirmed but it feels safe one stage surgery for degenerative scoliosis, not two stage.